Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient developed an arteriovenous fistula int he left groin that was diagnosed by ultrasound. The fistula could not be resolved by compression and the patient underwent surgical reconstruction of the vessels. The patient's hospital stay was extended for the reconstruction. The case was completed with cryo. No further patient complications have been reported as a result of this event.